Event description:
It was reported that a pt (exact pt details unk) underwent a peripheral intervention in 2009, via antegrade common femoral artery (cfa) access through a 7f procedural sheath. Post procedure, the mynx device was selected for use. It was prepped with saline only and deployed by a trained technician. Post procedure, oozing was noted and a femstop was applied. The pt was ambulated and discharged per standard procedure. The next day (2009), the pt returned to the emergency room (ER) with complaints of ischemic symptoms. A doppler ultrasound documented a cfa occlusion. The pt was sent to the catheterization lab in the same month, in which contralateral access was obtained and a successful angiojet procedure was performed. The material was not sent to pathology, however, it was assessed by the physician to the mynx sealant. Flow was successfully restored. The pt tolerated the procedure well and was discharged the following month, w/o without further incident.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based upon info received and investigation performed, the cause of the reported occlusion could not be conclusively determined. The physician assessment was that the occlusion was caused by a misdeployment of the sealant, however, without the source documents or the material to perform chemical analysis of the composition this could not be confirmed. Additionally, based on the info provided, the material was not sent to pathology. The lot number was not provided, therefore the expiration date and device manufacture date are unk.